Event description:
It was reported that during a post stent dilatation procedure, the balloon would not deflate. The balloon was deflated with a syringe after approx. 2 minutes. No pt injuries or complications occurred.